Event description:
Clinical study. It was reported that during a carotid artery stenting treatment procedure that the patient experienced numbness of the hand. The index procedure utilized a 5.0 x 20/135 sterling monorail balloon for treatment in the left distal common carotid artery. The patient experienced mild numbness in the hand while the balloon was inflated. The numbness cleared when the balloon was deflated. The event was resolved without residual effects. It was noted that "no other neurologic focality was noted that "no other neurologic focality was encountered during the procedure".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.